Manufacturer narrative:
There is no indication that the access accutni+3 reagent was returned for investigation. Service was not dispatched to the customer's site in order to analyze instrument performance. Complaint handling unit (chu) testing of the patient's neat sample confirmed the customer's elevated results. Testing of the sample with a blocker protein specific to alkaline phosphatase reduced the sample's signal causing a decrease in the access accutni+3 result by 97.03%, confirming the presence of a patient source interferent likely related to alkaline phosphatase. In conclusion, the cause of the elevated access accutni+3 results is due to a patient source interferent related to alkaline phosphatase.

Event description:
The customer reported obtaining reproducibly elevated troponin I (access accutni+3) results for one (1) patient on the unicel dxi 800 access immunoassay system serial number (B)(4). The initial elevated sample (designated as sample one (1)) was repeated on the same unicel dxi 800 access immunoassay system and an elevated result, outside of the assay's normal reference range, was obtained. Two additional samples from the same patient (designated as samples two (2) and three (3)), subsequently collected on (B)(6), were run on the same unicel dxi 800 access immunoassay system and elevated results, outside of the assay's normal reference range, were obtained. The elevated results were reported outside of the laboratory. There was change or impact to patient care or treatment which occurred as a result of the elevated access accutni+3 results, as the patient underwent a cardiac catheterization procedure. The cardiologist noted no cardiac damage. All system parameters including qc, calibrations and system check were performing with published assay and instrument specifications. The patient's samples were collected in lithium heparin tubes and were centrifuged for five (5) minutes at 3700 rpm (rotations per minute). There were no reports of issues with sample integrity by the customer for this event. The customer sent the patient's sample to beckman coulter (bec) complaint handling unit (chu) for further analysis. The investigator notes the patient's sample was lipemic.